Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was lack of aspiration noted during a cataract procedure. The reporter informed that it was necessary to change the fluidics management system to complete the procedure. There was no patient harm reported as the procedure was completed without additional problems. Additional details have been requested for this case, however, no new information has been received despite several follow up attempts made. A product sample was received and it is awaiting evaluation.